Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1303901) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained with a micro-puncture on the left common femoral artery via a 5f sheath (model unk) which was inserted for diagnostic imaging. Then a 7f long sheath (model unk) was inserted for coiling procedure. A 7f standard sheath (model unk) was inserted for the closure device insertion. Peri-procedure, the patient was anticoagulated with 3000 units of heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure when the physician was pulling the device back. The device was removed and the physician gave the patient protamine sulfate and manual compression was applied at the access site for 15 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home and the same day with no clinical sequela noted.